Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the clip delivery system handle was curved more than 90 degrees. A triclip was successfully implanted. After 30 minutes post deployment, the clip opened up 20 degrees. The tr remained unchanged post procedure. There was no clinically significant delay reported.